Manufacturer narrative:
A2): patient dob is unk. A3b): patient gender is unk. B7): other relevant history is unk. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non-function. At the start of the procedure, a small effusion was detected via transesophageal echocardiography (tee). Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics glidelight laser sheath on the rv lead, the lead was removed, but the effusion grew larger, and a suspected rv perforation was detected (MDR #3007284006-2025-00004). Rescue efforts began, including rescue balloon and pericardiocentesis. The patient stabilized, and the procedure continued. Next, using a glidelight device on the ra lead, the lead was removed successfully. However, during reimplant of the leads, the patient's blood pressure dropped, and sternotomy was performed. An ra perforation was discovered and repaired. The patient survived the procedure. This report captures the lld ez within the ra lead when an ra perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.